Manufacturer narrative:
Additional lot# provided. Lot # provided: 5329567, medical device expiration date: 11/30/202, device manufacture date: 11/25/2015. Investigation results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the IV shield label was observed to be damaged. The IV shield was not observed to be separated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for separation of the IV shield with the incident lot was not observed. However, damage to the IV shield label was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the community nurse found three exposed and unsheathed bd vacutainer® eclipse¿ blood collection needles inside the packages prior to use. No serious injury or medical intervention noted.